Manufacturer narrative:
Investigation summary: tested 5x retained and returned devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. A review of complaint history did not identify any adverse trends. A review of the DHR found that the lot met all release criteria. Root cause: could not duplicate with retains and returns. Source: phone

Event description:
1 reported false positive flu (specific analyte unknown) result for 1 patient. Unknown if the patient was symptomatic or if the result was confirmed. Confirmation method(s) not provided. The customer also reported an additional 100 patient events which are captured on separate reports. High volume testing (1439 total) took place over 15 days. Customer suspects all flu results (flu a and flu b) were false.